Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 326 mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy.